Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight an gender were not available. Reference manufacturers report(s): 9019871-2012-00441.

Event description:
The physician was utilizing a coblator ii surgery system and an evac 70 extra arthrowand to complete a tonsillectomy and adenoidectomy procedure. It was reported that the patient is experiencing post-operative bleeding at the surgical site. No information regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.